Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there are air bubbles in the reservoir. Customer also states that they are unable to remove the plunger rod. Blood glucose reading is 140 mg/dl. Nothing further reported.